Event description:
It was reported that the mobile power unit (mpu) was not working anymore. The patient was asymptomatic and had no issues. There was no plan of care related to the event. The patient was not affected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not working was confirmed via evaluation of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center. Evaluation of the returned mpu revealed that the unit would not boot up, reproducing the reported event. The mpu power supply printed circuit board (pcb) was replaced and the issue resolved. A full functional checkout was then performed, and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The replaced mpu power supply pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu power supply pcb revealed that several components on the pcb were compromised. Damage to these components would prevent the unit from powering on and providing power to the system controller. The reported event was determined to be caused by damage to the components on the mpu power supply pcb; however, the root cause of the damage to these components could not be determined. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.